Manufacturer narrative:
Set screw out of adjustment.

Event description:
It was reported by service report that there is no power to the bed after the CPR handle is pulled. No patient involvement or adverse consequences are reported.